Event description:
Reference number (B)(4). Event occurred in new zealand it was reported that the patient experienced a cannula issue with one infusion set. The cannula was crimped. The event occurred on 21-jun-2024. Patient noticed symptoms within 3 or more hours after insertion. The site of insertion was the abdomen. The patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was 18.8 mmol/l at the time of the event. Therefore, patient took correction bolus via pump. Patient replaced the infusion set and successfully resumed insulin. No further information was available.